Event description:
The sales rep reports that the tip of the applicator sheared off into the pt's breast. This occurred prior to marker placement. The surgeon removed the tip in the office setting.

Manufacturer narrative:
Complaint number:(B)(4). Investigation summary: the device was not returned for analysis, which prevented a full investigation and analysis of the root cause. However, based on our knowledge of the device design and it prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instructions within the instructions for use as follows: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Warning# 10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement. Attempts to contact the treating physician for additional event info and pt follow up care have been unsuccessful. However, due to the subsequent procedure or other treatment intervention, we are submitting this medwatch report.